Event description:
Event involves a 77-yr-old female who had catheter inserted 9/14/94. Presented on 11/11/94 for removal of non-functioning port. After removal, cxr identified a piece of catheter in rt atrium. New catheter inserted. Pt was admitted to hosp for removal of piece of catheter and discharged home.